Event description:
It was reported that the pt experienced an increase in pain following a fall. Telemetry was performed and the pump appeared to be functioning. Further testing was planned to confirmed system function. No further outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.